Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 7078002, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief from the spinal cord stimulator. The patient underwent explant procedure. Nothing will be returned per hospital policy.